Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. Additionally, the patient's blood glucose levels (bg) reached greater than 250 mg/dl. Pain, discomfort, redness, purulent discharge, swelling, and heat at the infusion site were reported. Attempts to drain the infusion site and clean it with hydrogen peroxide were made, and the pod was removed and discarded. The pod leaking insulin during wear was also reported. The patient went to urgent care for one hour and was diagnosed with a local skin infection. The patient was prescribed antibiotics: keflex suspension 250 mg/5ml 14 ml 2x day for 10 days & bactroban topical cream usp 2% 3x a day for 7 days. The patient received the generic brand mupirocin. A new pod was applied.